Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing an audible tone from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered impedance alerts for out-of-range / high rv defibrillation coil impedance and out-of-range / high superior vena cava (svc) defibrillation coil impedance. A lead fracture was confirmed as the lead shows a visible kink on x-ray. The lead was cut and capped and a new lead implanted. No patient complications have been reported as a result of this event.